Event description:
Manufacturer representative reports the patient's system was removed due to infection. Additional information on patient symptoms and outcome has been requested, but was not available on the date of this report. A follow up report will be sent when additional information is received.